Event description:
Boston scientific crm received information that this chronic right atrial lead was damaged during the device replacement procedure. The wires came out of the tip of the terminal pin when they removed the pin from the device header. It was noted that excessive force was required to remove the pin. Technical services (ts) discussed that they did not recommend trying to repair the lead as it was unknown what could happen if it were to fail. Ts discussed it was the physician's discretion if they want to connect the lead to the new device to see if it functions. The physician does not want to implant a new lead due to the patient's age. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned, clinical observations cannot be confirmed. There is no additional information available. If additional information becomes available the event will be updated.